Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the epidural tubing leaked at the male luer connection site. There was no report of patient harm.

Event description:
The customer reported that the epidural tubing leaked at the male luer connection site. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the epidural tubing leaked from the male luer at the connection site was confirmed. Visual inspection showed no anomalies. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing showed a leak at the engagement of the tubing to the male luer adapter. The root cause of the customer's report could not be identified.

Event description:
The customer reported that the epidural tubing leaked at the male luer connection site. There was no report of patient harm.